Manufacturer narrative:
Updated description to include mhra-UK report number.

Event description:
Allegedly, patient was revised due to implant fracture stem. Revision njr number: (B)(4). Side:r. Primary asa: p1 - fit and healthy. Component not revised: procotyl l beaded and ha coated cup size 52mm product ID : pha06262 lot ID: 1504885. Mhra reference no: (B)(4).

Event description:
Allegedly, patient was revised due to implant fracture stem. Revision njr number: (B)(6). Side:r. Primary asa: p1 - fit and healthy. Component not revised: procotyl l beaded and ha coated cup size 52mm, product ID: pha06262, lot ID: 1504885. Mhra reference no: (B)(4). Additional information received on 06/18/2021 from legal department: patient's name provided, dob ((B)(6) 1967), revision surgery doctor's name, reason for revision: allegedly, patient revised due to the profemur modular neck suddenly fractured on (B)(6) 2020.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to implant fracture stem. Revision njr number: (B)(4). Side:r. Primary asa: p1 - fit and healthy. Component not revised: procotyl l beaded and ha coated cup size 52mm. Product ID : pha06262, lot ID: 1504885.